Event description:
It was reported that the female connector (dark blue) separated from the main body of a minicap extended life pd transfer set. This issue occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: ¿ initial reporter facility name: 00020000-0¿¿¿¿ initial reporter address: ¿¿¿¿¿¿¿¿¿¿¿¿165¿ initial reporter city/ state: ¿¿¿, ¿¿¿ initial reporter postal code: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.